Event description:
The reporter states that the pt was tested. His blood glucose result was 484 mg/dl on the accu-chek advantage system in comparison to the lab result of less than 20 mg/dl. The pt was incoherent. He was treated with an intravenous dextrose 50%. He became coherent after treatment. New system sent to customer and return requested.